Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reports that "there is no speaker alarm sound", after installing a new gas delivery engine (gde). According to the distributor, when they power on the unit, they only hear a buzzer, and no audible alarm sound. They tested the alarm, and found that there was only a visual alarm, but no audible alarm. This event was an out of box failure, and occurred during pre-use checks. No patient involvement.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped the foreign distributor a replacement gas delivery engine. A return goods authorization (rga) number was also issued to the distributor for the return of the alleged faulty gas delivery engine for evaluation. As of march 08, 2015, carefusion has not received the alleged faulty gas delivery engine. Once received and evaluated, a follow-up medwatch report will be submitted.